Manufacturer narrative:
E1 - initial reporter establishment name (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: a root cause could not be identified as no problem was detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the duodenovideoscope exhibited a distal end pinhole. There were no reports of patient involvement.

Manufacturer narrative:
This report was sent in error due to distal end pinhole assessed as nr would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from customer.